Event description:
Boston scientific crm received info that this dextrus right ventricular (rv) was fractured due to clavicular crush. The lead was noted as only being able to pace at high outputs. Ina revision procedure, the lead was explanted and successfully replaced by a new lead.